Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse above upper limit) has been confirmed. As received, the monitor delivered a high pulse during incoming pulse testing. The cause for the pulse test failure was isolated to a shorted q10 transistor on the defibrillator pca. The root cause for the shorted q10 resistor could not be positively identified. There was no death or adverse event associated with the monitor malfunction.

Event description:
03/05/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 8/17/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a monitor delivered a high energy pulse during pulse testing.